Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had hematoma at the wound site and was swollen. The physician removed the device and wound debridement was made. Furthermore, the hematoma was evacuated, and the bleeding was stopped. This device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.